Event description:
It was reported by the patient of having occasional jumping sensation in the abdomen which was diagnosed as extracardiac stimulation. The lv amplitude was decreased and the lead remains in use. The patient is part of the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2014; 5076 lead, implanted: (B)(6) 2014. (B)(4).